Event description:
Batteries replaced and then pcu tested- 0% battery on calibration and test in normal preventative maintenance. 100 provided and 9 failed so far.

Manufacturer narrative:
The reported event of battery failed calibration was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the attached pictures alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted.

Manufacturer narrative:
The reported event of battery failed calibration was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can't be performed using the attached pictures alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
Batteries replaced and then pcu tested- 0% battery on calibration and test in normal preventative maintenance. 100 provided and 9 failed so far.